Event description:
It was reported to tyco healthcare/kendall on june 15, 2006, that a customer had a problem with a foley catheter. The customer stated after putting the catheter in the pt's body, the balloon burst. The customer questions if the burst was because of the balloon was defective or because of calculus.